Event description:
It was reported that, during prior to use testing, an endobronchial tube cuff failed to inflate and the nurse observed that air was leaking from the cuff. There was no patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One endotracheal tube was received for investigation. Visual inspection was performed and observed no anomalies. Further examination showed air contained in both cuffs. Air was then removed from each cuff. Both cuffs were inflated without issue. However, the tracheal cuff failed to remain inflated. The unit was then leak tested under water. This confirmed a leak on the tracheal cuff as a result of a small cut on the cuff body. Based on previous analysis of returned samples, the most probable root cause for cuff leaks from cuts in the cuff body is associated with coming in contact with a sharp utensil or object. The customer reported malfunction was confirmed. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation deflation test is performed for all products. The operator visually inspects all products for no leaks and segregates the defective parts. A cut of this magnitude at the time of manufacturing would have been detected during the inflate deflate test and removed from the lot. The cut condition on the cuff body was not confirmed as related to the manufacturing process.